Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported meter serial number is unknown. The date entered \ is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2016 at 10:30-11 am she attempted to perform a test with her adc blood glucose meter. The customer stated the meter would not work and she saw a dark line at the top of the screen every time she tried to do a test. The customer did not report experiencing any symptoms. However, she decided to lay down, but upon getting up the customer "passed out", experiencing a loss of consciousness. Her husband called paramedics who arrived at 11:15 am. Paramedics tested the customer with a result of 21 mg/dl and treated the customer with unspecified "IV fluid". The customer regained consciousness and went back to bed, stating that when paramedics left her reading was 70 mg/dl. No further information was provided as the customer declined to complete troubleshooting.